Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp pump was unable to pass through the patient's vasculature. After abortion of an impella 5.5 implant, a new cp was opened and attempted to advanced it but got stuck at same point as the impella 5.5 did so team transitioned cp back to groin right femoral artery (rfa).

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received and noted the device was explanted with a survival at explant reflecting "expired." Accordingly, the following sections were updated/repopulated as a result of the additional information. B1 adverse event product problem, b2 outcomes attributed, d6b: explant date, h1 type of reportable event, and h6 health clinical/impact coding and h6 medical device problem code. Medical safety review. Medical safety reviewed the event. The first event describes an acute kidney injury requiring intervention and was not believed to be due to the impella cp pump 1. The acute kidney injury is most likely a result of the patient condition, and the impella device was unlikely a contributing factor. The patient had poor ejection fraction (10%) low cardiac output state requiring impella support. The patient was critically ill and possible delay in considering escalation to the impella 5.5. With this information alone, it is very unlikely the impella device caused the acute kidney injury. However, it cannot be excluded based on the information at hand and is a serious injury. The impella 5.5 inability to be inserted due to calcification in the axillary artery should be reported as a malfunction type of reportable event. The patient was therefore placed on another impella cp via the right femoral artery after failure to delivery through the axillary artery and ECMO. The devices not being able to be inserted through the axillary artery are also most likely the result of the noted patients preexisting calcification which is a contraindication to insertion. After approximately 9 days on ecpella the patient's care was withdrawn. There is not enough information to dissociate the demise out from the impella cp device pump 3. Cause of death is unknown. However, although this dissociation cannot be made, due to the duration of support and the fact that care was electively withdrawn, it is unlikely that cp (pump 3) was associated to the patients cause of death. The patient's underlying condition likely contributed most to an outcome of death. Related medical device reports: this impella cp device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical devices reports for the other two impella devices. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the deliver issue was determined to be patient condition as the patient had severe calcified axillary artery preventing successful delivery of impella. Regarding, hemodynamic instability, the cause of the clinical symptom cannot be determined as insufficient clinical details were provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Correction(s): event description was updated to provide complete details of the reported event.